Manufacturer narrative:
Manufacturer reference no - (B)(4): the device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a pump alarmed for a system error 322. No additional information was obtained.